Event description:
The customer received a blood glucose reading of 225 mg/dl from her breeze2 meter and a reading of 550 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have any test strips left, so no product will be returned. The meter was replaced at the customer's insistence.